Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 30 mg/dl. It was reported that customer's sensor glucose was saying 70 mg/dl when blood glucose was actually 30 mg/dl. Customer had symptom of feeling sick for about two weeks. Customer was hospitalized due to low blood glucose. During troubleshooting, insulin pump passed displacement test and was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump and to call back should issue persist.